Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed premature battery depletion based on the longevity calculation by technical services. The patient was not paced, and had received no shocks. The device was implanted 29 months ago. The device remains implanted. The patient will be followed closely, and will go to the hospital if the device beeps.